Event description:
It was reported via medwatch notification ((B)(4)) that "the patient had a total thyroidectomy. She was intubated but the nim endotube would not sense the stimulation from the surgeon as it should have. The tube was removed and another one was inserted by anesthesia prior to the actual start of the procedure. The patient does have a [history] of malignant hyperthermia. There was no harm to the patient."

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.